Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and patient condition, and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was successfully removed from the left m1 middle cerebral artery using the subject retrieval device. However, embolization to a new left parietal territory occurred. The new thrombus was removed with the same retrieval device and a cerebral infarction (tici) score of 3 was archived at the end of the procedure. The reported adverse event related to the subject device and to the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The initial clot was successfully removed from the left m1 middle cerebral artery using the subject retrieval device. However, embolization to a new left parietal territory occurred. The new thrombus was removed with the same retrieval device and a cerebral infarction (tici) score of 3 was archived at the end of the procedure. The reported adverse event related to the subject device and to the procedure.